Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this patient was admitted to the hospital following a syncopal episode. The patient is pacemaker dependent and there was evidence of high thresholds and loss of capture (loc). A temporary pacing wire was implanted. The patient's medications were modified which resulted in the threshold measurements returning to normal. A copy of the device's memory was analyzed and confirmed that the device appears to be functioning normally and that the battery status is currently elective replacement near (ern). Surgical intervention was performed and the device was explanted and replaced.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted this pacemaker was wearing a holter monitor for an unknown reason. A review of the data collected by the holter monitor showed evidence of pacing inhibition greater than two seconds. No adverse patient effects were reported. Device remains in service.